Manufacturer narrative:
(B)(4).

Event description:
Clinic contacted dexcom on (B)(6) 2015 on behalf of the patient, to report that on (B)(6) 2015 their receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.